Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Model# and partial catalog#: unknown, as serial number was not provided. Serial number: unknown, information not provided. Unique device identifier (UDI #): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If explanted; give date: n/a (not applicable). Lens remains implanted. Device manufacture date: unknown as serial number was not provided. Device evaluation: the product was not returned as it remains implanted. Since sample is not available, the complaint issue reported could not be verified. Product deficiency could not be determined. Manufacturing records review: manufacturing record review could not be performed since serial number is unknown. Historical data analysis: the complaint occurrences per lot/batch could not be performed since serial number is unknown. Conclusion: based on the limited information provided, there is no indication of product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the plunger of a tecnis simplicity preloaded intraocular lens (iol) got stuck at haptic/optic junction causing slight tear to the iol, but seemed ok to leave in the patient's eye. There is no indication of unplanned surgical intervention required. No additional information provided.